Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 313 mg/dl while using a 6 mm, 23-inch infusion set and observed blood in the infusion line without any pump alarms or interrupted insulin delivery. Customer care provided support troubleshooting and user coaching to change the infusion set and supplies, followed by follow-up confirmation of improvement. Investigation of this case revealed no confirmed device malfunction, with the event consistent with an infusion site or set¿related issue leading to hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included a return of glucose to range without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.